Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete baseline) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to an issue inside ECG electrode c. An unused pulse wire migrated within the ECG electrode shorting to the board. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was unable to be baselined.